Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2025, the patient woke at 4:00 am feeling sick, dizzy, and disoriented. The receiver displayed a blood glucose (bg) reading of 400 mg/dl, but the patient did not receive any alarms. In response, she administered fast-acting insulin (insulin lispro), tested for ketones, and began hydrating with water. The patient contacted the emergency room (ER), where she was advised to come in. Her son drove her to the ER, where she was treated with unspecified medication (the patient is blind and could not identify the treatment). She remained in the ER for approximately 5¿6 hours. At some point during her stay, her bg level was recorded at 158 mg/dl. At the time of this report, the patient was reported to be in a stable condition. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/14/2025. Data was further reviewed. Confirmation of the allegation and probable cause could not be determined. No receiver data was present. No additional patient or event information is available.